Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient had a left ventricular lead that has been inactive since implant due to high capture threshold, failure to capture and phrenic stimulation. The physician decided to downgrade the device to a dual chamber implantable cardioverter defibrillator and cap the left ventricular lead on (B)(6) 2021. Patient was stable before, during and after the procedure.